Event description:
It was reported that an error message appeared on the ep4 stimulator. With this error message, it appeared to the user that the ep4 stimulated isolated beats without the use of the "stim" button on the touchscreen or keyboard.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a followup report will be submitted. Date report submitted to FDA by manufacturer: 09/27/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.